Event description:
It was reported by a consumer via an internet website blog that "I used this product for awhile too without incident and then bam, one day I took my contacts out of the correct case that came with it and realized hours later the slight drying irritation was actually the contact solution chemically etching my corneas. The charcoal deactivating container failed to fully deactivate the solution. It was deactivated enough that it didn't immediately burn, but it slowly worked its magic on my eyes. I slowly lost vision and rushed to take them out of my eyes. By the next evening, I had completely lost my vision and spent a total of 5 days completely blind with patches and cornea band aides in my eyes. Oh, and a little known fact; when healing from that type of abrasion the cornea blisters up and sloughs off, painful doesn't begin to describe it. Took weeks to see clearly again and then discovered my prescription changed as a result of the injury. I can't wear contacts anymore either which really sucks." "Of course" the company "is trying to brush me off. (Not gonna happen, I'm the thorn that is not going away. I'd rather give birth to all 3 of my kids again than go through that pain another time!) I still can not find info on how often those cases need to be changed, you'd think they should last at least as long as the bottles of solution they come with, wrong!" "I'll say again, I followed the directions, the contacts were in the case for at least 8 hours I'd say. The disk didn't deactivate the solution fully. Apparently it wears out, although no where does it say when. Mine failed even before the bottle was empty. So yes, I read the directions and I was blind for 5 days as a result. My corneas were totally etched and blistered up and the outer layer sloughed off. More painful than anything I've ever experienced. Three weeks to see totally clearly and my prescription permanently changed. I also can not wear contacts again." "Um (B)(6), in case you missed it. The case does wear out and can be defective. So even if you do follow the directions you can have major eye injuries. Hell, I'm not stupid, I read the directions, I used it for a long time prior. Then in one freak incident my eyes were severely injured. I probably wont be the last person who has this happen to them though. I can't imagine I'd be the only person ever to have this happen." "I'm sorry to hear that (B)(6)! I hope you don't go through what I did! Started out the same, pain and redness and then by the next day I was completely blind and in agony. (B)(6), I was using the case the bottle came with when this happened." "Just want to reiterate that the case can fail even when used properly! Happened to me and was left blind for 5 days and didn't have full vision back for 3 weeks. I'm just now (over a year later) trying contacts again because it damaged my eyes so bad they are super sensitive to anything in them and it changed my rx. I will never ever use" the lens care solution "again." Because f/u is not possible due to the internet blog, no add'l info concerning resolution of the event is available or expected. The country where the event occurred is presumed to be the united states, but not confirmed.

Manufacturer narrative:
(B)(4). No complaint sample or lot number was provided to enable further eval. (B)(4).